Event description:
In 2000 an aneurx bifurcated stent graft was implanted for the treatment of an abdominal aortic aneurysm. The pt's medical history is unknown to medtronic/ave. Three months following the placement of the bifurcated stent graft, the pt presented with thrombosed limb of the bifurcated stent graft. An angiogram at the time revealed a "kink" in the graft and an endoleak at the site of the kink. The decision was made at that time to explant the device and convert the pt to open surgical repair. Further info from the user facility is pending at this time. There were no add'l clinical sequelae reported relative to the event and the pt has been reported as doing well.

Event description:
Additional info received regarding the event demonstrated that the device used was a yrbr2615165 with a lot number of m0078602. An abdominal aortogram and bilateral lower extremity run-off performed on 8/2000 noted the proximal end of the stent graft lied just below the take off of the renal arteries. The aortogram demonstrated that the renal arteries remained widely patent with significant stenosis. The main body of the stent graft was patent. The right limb of the graft was occluded. There was a 70-degree kink in the right limb at the level of the aortic bifurcation. The left limb of the graft, left hypogastric and external iliac arteries were widely patent. The left common femoral artery was widely patent. The profunda femora and superficial femoral arteries showed mild atherosclerotic change but no significant stenosis. There was a 50-60% stenosis in the mid right common femoral artery. The right superficial femoral artery showed moderate atherosclerotic change but no focal areas of high-grade stenosis. Following the diagnostic arteriogram, the physician punctured the right common femoral artery ana multi-side hole catheter was placed into the occluded limb of the aortobi-iliac graft. A contrast injection into the limb of the graft demonstrated an endoleak at the site of the 70-degree kink in the graft. There was contrast extravasation from the graft with filling of the aneurysm graft. The physician reported that given the fact that the limb thrombosed, and that there was a demonstrated endoleak within the limb, he felt that open surgical repair of the aneurysm was warranted. The physician stated, although tpa could be given, they would then be dealing with an endoleak, which may or may not be a solvalbe problem using endovascular techniques. No additional info is available